Event description:
The customer alleged they received questionable intact human chorionic gonadotropin + the ss-subunit (hcgb) on their e411 analyzer. The customer provided data for three patients, two of which had discrepant results. The customer stated that after the initial results were obtained, the customer replaced a pinch valve tube and switched to a new lot of reagent. Both patients' samples were repeated on (B)(6) 2013. It was unknown if any results were reported outside the laboratory. The first patient's initial hcgb result was 23.41 miu/ml. It was concluded that this was a negative result and the patient was not pregnant. The sample was repeated five times. The customer stated the results were "undetectable" and they were concluded to be negative. On (B)(6) 2013, the second patient's initial hcgb result was 22.29 miu/ml. It was concluded this was a negative result. The repeat results were 7.15 miu/ml and 7.35 miu/ml. The repeat results were concluded to be negative. No adverse events occurred. The hcgb reagent lot number was 170117 and the expiration date was 11/29/2013. A full maintenance service was performed on the analyzer. The customer has been measuring samples in duplicate and there have not been any more problems. Three patient samples were returned for investigation. The results obtained were similar to the results the customer obtained after replacing the pinch valve tubing.

Manufacturer narrative:
This event occurred in (B)(6).